Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip. No motor position encoder error alarm could be verified in the alarm history due to the history file being overwritten.

Event description:
It was reported that the insulin pump had blank display when customer changed the infusion set then display came back on but insulin pump alarmed motor error. Customer's blood glucose was 300 plus mg/dl. Troubleshooting was done. It was found in the alarm history the insulin pump alarmed motion sensor test failure and motor position encoder error. Customer confirmed that she went through full airport body scanners in the past. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.